Event description:
It was reported that the pump had upstream occlusion.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The reported complaint the pump had upstream occlusion.", cannot be replicated the report error by testing with 100ml cassette. Found severe bubbling dso seal. Visual and functional testing was performed. Upon further investigation, it was found that the downstream occlusion (dso) sensor. The dso sensor was replaced. Review of event log found high alarm displayed: downstream occlusion. Review of service history found last previous repair in jan 2025. Device passed all testing criteria post repair.